Manufacturer narrative:
(B)(4).

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated four days after the sensor had been inserted they received repeated sensor errors from midday of (B)(6) 2020 but did not remove the sensor as it was her last one. At about 3:00 am on (B)(6) 2020, her husband noted that she was sweating and tried to waken her, but she was unconscious. He administered baqsimi 3 mg glucagon nasal spray and called paramedics. When paramedics arrived the blood glucose (bg) value was 40 mg/dl. The patient was taken to the hospital and arrived at 4:34 am. She was treated with a glucose infusion. She was discharged from the hospital at about 10:00 am with a bg value of 190 mg/dl, without any symptoms. Additionally, the patient is a tandem insulin pump user. At the time of report, the patient was doing well. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.